Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from the (B)(6) of peritonitis of moderate severity and increased temperature in a patient subsequent to receiving dianeal unknown bag and extraneal viaflex therapies (lot numbers not reported) intraperitoneally (ip) during peritoneal dialysis (pd). On (B)(6) 2010, the patient began treatment with dianeal unknown bag and extraneal viaflex therapies ip. On (B)(6) 2010, the patient developed peritonitis manifested by increased temperature, abdominal pain, and cloudy effluent. On an unreported date, the patient was hospitalized for the increased temperature and peritonitis. Dianeal unknown bag therapy was ongoing. It was not reported whether extraneal viaflex therapy was ongoing. The events had not resolved. Medical history and concomitant medications were not reported. Causality was not reported for the events of increased temperature and peritonitis.